Event description:
Customer complaint: when I run a control solution test, using level 2 solution, I consistently get 107. My test strip control solution range for level 2 is 70-94. This is quite a disparity. Is there a way to calibrate my monitor so that it measures my blood glucose correctly?